Manufacturer narrative:
This supplemental report is being submitted to provide the corrected information and the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. Corrected fields: a2, a2 - age units (patient), a4, a5, a6, b6, b7. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no patient involvement.

Event description:
It was reported that the subject device was flickering on the screen, with a suspected cable break. The issue was identified during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.